Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. Customer treated for low blood glucose level with food. Customer did not provide any symptoms regarding low blood glucose level. The customer¿s blood glucose was 2 mmol/l and the sensor glucose was 4.2 mmol/l at the time of the incident. Sensor glucose and blood glucose difference was 2.2 mmol/l. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 3.3 mmol/l. Suspend on low limit in sensor settings was 3.8 to 4 mmol/l. The device will be returned for analysis.